Manufacturer narrative:
One gold-tite® hexed uniscrew was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads have some amount of debris in within. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® hexed uniscrews, it is recommended to torque at 20ncm. Returned x-rays show three implants and restorations. There are no clear signs of loosening from these images. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Device lot number unknown/not provided. An x-ray documenting the complaint was sent by the dentist.

Event description:
The dentist reported loosening of the abutment screw after placing the prosthetic work in 2003. A new unihg was placed.